Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was not returned to olympus for evaluation and the customer's allegation of image problem was not confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus." Reference page 13 as per IFU. "If the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Reference page 7 as per IFU. "If an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation." Reference page 30 as per IFU. The cause of this issue could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the camera head had image problem. The issue was found during preparation for use/prior to sedation for an unknown procedure. There were no reports of patient harm.